Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin issues. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed contact dermatitis, after wearing the pod. No other information was provided on this event.